Event description:
In 2005, bio-rad laboratories received a call from a customer stating that while cleaning the manifold on a lp35 washer he punctured his finger. The lp35 washer is a microwell plate washer used when running eia test kits. He was using the small stylus which is part of the preventive maintenance kit and the stylus went through the glove and into his finger. At the time he had been running human serum and/or plasma samples, some of which may have been positive for infectious disease markers including hiv. He sought medical attention and was put on anti-viral drugs as a preventive measure.